Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow up report.

Event description:
It was reported that on (B)(6) 2026 the ventilation failed while a patient was connected to the machine. No injuy was reported.